Manufacturer narrative:
It was reported to abbott, a rep was unable to find a patient¿s ipg with their clinician programmer. The patient told the rep that they recently had surgery without placing the ipg into surgery mode. The system had not been functional since. The rep met with the patient who was unable to connect with the ipg using two different cps. Technical service reviewed the cp logs and saw that the ipg never entered a bondable state. It was determined the device was not recoverable and the rep notified the patient and clinic the plan was to move forward with an ipg replacement. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had surgery and didn't put their ipg into surgery mode, as a result the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.